Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a clinical diabetes specialist (clss) recommended that the user complete a factory reset due to recent dexcom connection issues and an overly aggressive correction algorithm causing fear of hypoglycemia. The highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected after the sensor reconnected. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.